Event description:
The customer reported that at the time of needle insertion, the doctor found damage on the coating of needle. Another needle was used to complete the procedure. There was no injury to the pt. During eval, the needle electrode failed hipot testing.

Manufacturer narrative:
(B)(4). Eval of the returned device found scratches in the needle coating. The needle failed hipot testing. The cause of the damage is most likely due to the needle coming into contact with a metal guiding needle or cannula. The electrodes are visually inspected and hipot tested during the mfg process.